Event description:
It was reported that the patient's blood glucose level (bg) rose to 18 mmol/l (324 mg/dl) while wearing the pod between 5 and 24 hours. The pod was reportedly coming loose from the infusion site (abdomen), causing the cannula to dislodge. It was also reported that the patient was unsure if the cannula was properly inserted. As treatment, a new pod was applied.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
No damages were observed that would contribute to the reported dislodged cannula. The cause of the reported dislodged cannula could not be determined. No damages were observed that would contribute to the reported unsure properly inserted cannula. The cause of the reported unsure properly inserted cannula could not be determined. Investigation of the bottom housing indicates that the adhesive was properly welded to the device and no damages or defects were observed that would contribute to the reported event. The cause of the reported adhesive issue could not be determined.